Manufacturer narrative:
No serious injury or clinical consequence for the pt was reported. Downloaded event data-file evaluated by a technician at the manufacturing site showed a typical example of a so-called "history jump" (incorrect value displayed). Further investigation has confirmed that untrained personnel were using the prismaflex device, based on knowledge of a similar device, intuition, and not based upon prismaflex training. The user was not opening the scales prior to changing the bag and closing them afterwards; as stated in the prismaflex operator's manual ("changing a bag during treatment"-page 86 ver. 2. Xx), resulting in the incorrect value displayed - "history jump". The user facility will conduct more intensive training for all users. No further action will be taken by gambro renal products.

Event description:
The customer reported a volume discrepancy. The prismaflex infuses a larger volume without changing the preset parameters. It could not be determined if the volume displayed on the screen was the actual volume infused in the pt (1000 ml within 1 hour). In addition it was observed, that an ultrafiltration rate of 379ml was shown on the screen, although the preset ultrafiltration rate was 0ml. No pt injury was reported.